Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass procedure, out-of-box, there was a kink in the arterial line. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the device, and the complaint was confirmed. Tubing measurements were taken and met specs. Kinking occurred due to layering and line placement, which was built according to customer preferred spec. The pack will be inspected during the next build, and layered to prevent kinks. The complaint will be included in associate awareness training. There have been two previous complaints for this pack-one related. There have been two complaints for this lot-both related. All available info has been placed in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).